Event description:
It was reported that the wolverine was not inflating and found that it was defective. The target lesion was located in the percutaneous coronary intervention (pci) to mid left anterior descending artery (lad). A 10mmx3.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon was tried to cross the lad but it was not inflating and found the product defective. The procedure was completed with another of the same device. There were no patient complications and the patient was stable post-procedure however, device analysis revealed a pinhole in the balloon material over the proximal section of the proximal markerband.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination identified no issues or damages with the hypotube shaft. The balloon was returned in a deflated state. Microscopic examination of the balloon identified a tear/hole in material, 1mm distal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No kinks or damages noted with the polymer shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit and an attempt was made to inflate the balloon, but it failed to inflate due to a pinhole in the balloon material over the proximal section of the proximal markerband. No damage was observed to the markerband.